Manufacturer narrative:
A new prescription for a revision surgery has been received. The date for the revision surgery is not yet known. Further information has been requested from the surgeon in order to proceed with the investigation. A supplemental will be submitted on completion of the investigation.

Event description:
It was reported that the patient had a bike accident resulting in periprosthetic fracture. The surgeon has requested a total femoral replacement leaving the distal femoral part in situ. (B)(4).

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Additional information and product return were requested however it was not provided. Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that the patient had a bike accident resulting in periprosthetic fracture. The surgeon has requested a total femoral replacement leaving the distal femoral part in situ. This is a supplemental report to 3004105610-2016-00101 ((B)(6)).